Manufacturer narrative:
Product analysis: analysis was unable to confirm the report that the programmer froze and needed to be rebooted. Analysis noted that an error was found in the log file. The software was updated and reloaded. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer continuously froze and needed to be rebooted. The programmer was returned for service. There was no patient involvement.